Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-00471, 00472. It was reported the pt had her scs system removed sometime in 2009 and was implanted with a competitor's system. The reason for the explant is not known. No further info is available at this time.